Event description:
The manufacturer received information alleging the active exhalation verification test step had failed during a pre-check on a trilogy ev300 device. The device was not in patient use. The device was requested for return; however, the customer/end user refused to return the device and no device evaluation is possible at this time due to the service quote not being accepted by the customer. A final report is being submitted. If new information becomes available a supplemental report will be completed.